Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient had glare which caused her quality of life to be affected. The lens was exchanged for another model. Additional information was requested.